Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. System check was being performed by tandem technical support (tts), however customer declined to complete the check. No additional information was provided.